Event description:
The doctor reported the handpiece will not hold the bur. A bur did come out in a pt's mouth. The doctor also returned two other handpieces, but is uncertain if all handpieces had a bur come out in a pt's mouth.